Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving an inappropriate therapy due to noise while bending down. Noise was not reproducible through isometrics. Programming changes were made. Patient will be followed up for x-ray. Patient's condition was good and was refrained from heavy lifting.